Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a tear was observed in the posterior view, measuring approximately 0.5 cm. Siltex cracking was observed in the edge of the rupture. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 225cc mentor siltex round moderate profile and experienced postoperative right-sided deflation. The rupture was visualized via mammogram and ultrasound. As a result, the patient underwent removal and replacement with an unspecified implant on (B)(6) 2019.